Event description:
The customer reported that while taking bolus with the insulin pump, the blood glucose did not go down as it should have. The customer stated that the doctor felt that the insulin pump was not delivering insulin as it should have been. The customer's blood glucose was 496 mg/dl at the time the issue was reported. However, the customer stated that his blood glucose had been as high as 700 mg/dl earlier in the week and expressed symptoms such as thirst and urination. The customer was treated with the insulin pump and manual injections. During troubleshooting, the customer was advised to reinsert the reservoir and run a manual prime. The insulin did not come out. Customer was advised to push insulin with plunger rod and insulin did come out. The insulin device did not give a no delivery alarm when the insulin was not coming out. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.